Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of corrosion in the battery compartment of the device. This does not indicate a reportable malfunction. However, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.